Manufacturer narrative:
Investigation summary; bd received 4 photos from the customer in support of this complaint. The photos were evaluated and the customer's indicated failure mode of overfill was not observed. The blood meniscus is visible under the bottom edge of the hemogard closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 production lot in-house retention tubes samples were functionally tested and the issue of overfill did not occur as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photo or the retention testing provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: tubes are filling above the mark.